Manufacturer narrative:
Additional information: h6 and h10. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced shortness of breath during drain 1 of 4. The patient was connected to the homechoice device at the time of the event. The patient reported there was no bypass performed during therapy and no changes to the program. The patient continued to drain and renal therapy services (rts) monitored the drain volume until it was completed. The patient had a drain volume of 3011ml, and then advanced to fill 2 of 4. Rts had the patient press stop and the patient was able to ¿breathe normally¿; however, the patient did not want to continue therapy. Rts attempted assisting patient to end therapy. The patient started to vomit. Rts assisted the patient with ending therapy with proper disconnect procedures. Rts advised the patient to contact the registered nurse (rn) and notify the rn of the symptoms and that therapy was not completed. The device was operational and a swap was not necessary. No additional information is available.